Manufacturer narrative:
The lens remains implanted in the patient's eye at the time of submitting the medical device report. Prior to release to market the intraocular lens met all manufacturing specifications. The following information was provided from the implant physician: the doctor stated that the patient had lasik done in both of her eyes in 2003 and she also has dry eyes, which can be attributed to her age or her post lasik status or a combination of both. The symptoms the patient reported (glare, itchy eyes) are also symptoms that go along with to the above mentioned lasik and dry eye. In addition the doctor stated that the patient has had additional procedures that could also be contributing factors. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported on an inquiry from the abbott medical optics (amo) homepage by the patient that they had tecnis lenses in both eyes due to cataracts. Since then the patient had had major trouble with dry eye, itching and squinting. The patient said that she can''t see half the time because of the dryness. In addition she has halos and glare at night and can''t see anything if it''s raining.